Event description:
It was reported that the customer experienced a low blood glucose (bg) level (52 mg/dl). Carbohydrates were consumed to treat the bg. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.